Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the response buttons were intermittent. The cause for the intermittent response buttons was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A patient's monitor was returned for an unrelated issue. Upon evaluation, a reportable malfunction was found.